Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted the circular seals, trocars and envelope seals appeared intact. Only one obturator was received. Pmv performed functional testing, the devices passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass procedure, at the beginning, the obturator or trocar broke on all ports of the device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.